Manufacturer narrative:
Concomitant medical products: 1084t54 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an alert and the svc coil impedance was high out of range and the trend was noted to have increased continuously since implant. The alert limit was reset and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.